Event description:
The customer reported that while the iabp was in use on a patient, the iabp displayed a battery icon indicating it was running on battery, even though it was plugged into ac. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative replaced the power supply (part number d014-00-0255). The iabp was tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).